Manufacturer narrative:
Although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should a sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support (ts) that the pump on a dry acid 132 gallon mixer was not working in rinse mode. The pump would not run. The ts representative provided the biomed with the part number for the pump. The biomed called back the following day to request the part be replaced under the 90-day parts warranty. The biomed stated they had recently replaced the pump. Additional information was obtained through follow up with a different biomed familiar with the reported issue. According to this biomed, after the pump was replaced, several employees reported noticing a burning smell when they tried to use the mixer. Thirty seconds after initiating the transfer step, the machine showed the transfer was complete, without having completed the transfer. As a result, the biomed stated the pump was run dry. When the pump was removed from the machine, it appeared "burnt up". The barring and the in-propeller were both charred, blackened, and melted. The plastic in-propeller appeared to have been melted and the motor was discolored. The mounting surface was white and free of any damage. There were no reports of smoke, sparks, or flames. The issue was resolved by replacing the flow indicator switch and the motor pump. The machine was subsequently placed back in service. At the time of follow up, the mixer was fully operational. The parts were reportedly available to be sent back for evaluation, and a returned goods authorization (rga) was created to aid in the process.